Event description:
It was reported that during an unspecified da vinci-assisted gynecology surgical procedure, a vessel sealer instrument stopped working. Customer already replaced the instrument/cord and swapped ports on the erbe with no change. The tse had them reboot the erbe with no change. Error logs show 25920 errors pointing to energy activation being halted. Tse suggested to reboot the system and the customer informed they were going to convert to laparoscopic surgery. There was no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter (robotic coordinator (roco) and obtained the following additional information about the complaint: the vessel sealer was working, but then stopped. The instrument no longer gave any audible cues that it was working. There was no cautery effect-taking place. The roco doesn¿t remember if there were any error messages. They tried a back-up vessel sealer instrument and had the same issue. The roco was not aware of any post-surgical complications. The only patient information she was able to provide was the patient was female.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit (iesu) erbe due to a possible defective monopolar jack. The system was tested and verified as ready for use. Isi also received the integrated electro surgical unit (iesu) erbe involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was unable to confirm the customer reported complaint. The unit was returned for failure analysis, but the reported failure could not be reproduced during investigation. The unit was placed on an in-house system and was ran in normal mode. The unit energized as well as cauterized and all ports recognized the instruments. No issues or abnormalities occurred. The complaint of no energy output was not confirmed by failure analysis. The probable root cause of the alleged vessel sealer not firing cannot be established nor determined, as the integrated electro surgical unit (iesu) passed required tests and the unit energized and cauterized and all ports recognized as intended during in-house testing.